Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was confirmed to be unavailable. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a knife would not cut when used as directed. An alternate knife had to be obtained. Patient impact information is unknown. Additional information has been confirmed as unavailable.